Event description:
Customer alleges the seat on the commode has 2 cracks: 1 vertical approx the entire length and the other is horizontal, completely across the front. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9650-4, serial number/date code (B)(4). The age of the product is unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the seat on her 9650-4 commode is cracked in 2 areas, 1 vertical in front and 1 horizontal on the side. The product has been in use since 2002. Invacare provided the consumer with information on local providers. No injury.